Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with motor position encoder error. The blood glucose was 200 mg/dl at the time of the incident. The drive support cap appears normal. The troubleshooting steps were guided for motor position encoder error. The customer advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the rewind test due to corroded motor home switch. Unable to verify compromised forced sensor alarm in the alarm history due to motor error alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked lcd window and minor scratched lcd window.